Event description:
It was reported that the user encountered an "unable to proceed" condition during a supply change, with no device alerts observed, and the issue was resolved after removing all supplies, performing a dry run, and completing a supply change with new supplies before successfully resuming delivery. The event was consistent with an occlusion or stalled motor condition only resolved after supply replacement. Customer care provided assistance with troubleshooting and replacement of consumable supplies. Investigation of this case revealed that the pump resumed normal function after replacing the infusion set and related supplies, indicating a supply-related occlusion or mechanical resistance rather than a persistent device hardware fault. Symptoms included interruption of insulin delivery without reported adverse clinical effects. Outcomes included restoration of therapy after supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was supply-related obstruction or set failure corrected by replacing consumables.